Manufacturer narrative:
Insulin pump received with button error alarm due to corroded keypad traces. Insulin pump had a cracked display window corner, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose level was 184 mg/dl. Customer reported no significant event that may have caused the alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.